Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 519 mg/dl and moderate ketones. Reportedly, the cause for the alleged issue was due to the customer not having a continuous glucose monitor session active on the pump and was not monitoring diabetes via an alternate method. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.